Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as the allegation is against a drain bag. Submitting the investigation details as additional information. The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, g, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from near the foley catheter connection. Location unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from near the foley catheter connection. Location unknown.